Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the customer¿s reported loss of the scope identification information could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible the reported issue was due to a defect on the board inside the video connector, or a defect on the system side. However, a root cause could not be determined. In addition, service found there was an air leak due to a pinhole in the rubber covering, and the rubber adhesive was chipped. There was a lack of curvature due to a stretched angle wire. The video connector case was deformed due to external factors. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a loss of scope identification information. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information received regarding the reported issue (loss of scope identification information): the reported issue occurred prior to an unspecified therapeutic procedure. The intended procedure was completed using another device. There was no impact on the procedure.